Event description:
A report was received that the patient underwent a pocket revision procedure due to an ipg tilt. The patient was unable to charge the ipg efficiently prior to revision, and took a longer time than normal to charge. The patient was doing well post-operatively and the issue was resolved.